Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what is the event day & procedure date? Both unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a dental procedure on an unknown date; and a suture was used. During the procedure, the suture broke while suturing. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 11/09/2020. Additional information: d4, d10, h4, h6. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Additional h-3 summary: it was reported that the suture was broken during suturing. An empty opened box, an empty overwrap packet, a paper lid, a empty winding former, a needle piece and a needle/suture piece of product were returned for evaluation. During the visual inspection of the sample, the suture was not observed broken; however, the swage part was noted broken and marks of surgical instrument in this area could be observed. In addition, a failed suture needle, was submitted for fractographic evaluation to determine the mode failure. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.